Manufacturer narrative:
Further analysis was performed on the interconnect flex. This analysis could not confirm the flex failure found during servicing of the device. This particular output amplitude test is a likely false positive test result for any unit. This test is susceptible both to calibration and operator induced error.

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the interconnect flex was out of electrical specification. (B)(4).